Event description:
Per the audiologist, the pt reported a "buzzing" even when not using the cochlear implant system . The pt also reported poor performance in that ear (pt has bilateral implants). Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with four atypical electrodes. Deactivating the electrodes did not alleviate the problem. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.